Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information: can we obtain the generator log from the generator used on this procedure? What is the patient¿s current status? To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracic lobectomy procedure, surgeon successfully sealed three branches with the device (ace + 7) with minimal tension and allowing for the full advanced hemostasis cycle. A small branch of the vein was sealed and also two branches (around 5mm) of the pa were sealed. All the branches divided with the harmonic ace + 7 appeared to divide successfully without any bleeding. When surgeon then went to staple the large vessel that had two of the small branches coming off it (around 5mm), one of the seals burst open as she stretched the vessel. A stapler was being placed on the pulmonary artery to divide it during which tension was placed on the artery. The vessel stretching occurred as the stapler was being placed behind the vessel. One of the pulmonary artery branches that was divided using the advanced hemostasis button on the harmonic ace + 7 burst open. The seal opened and created a large hole in the vessel where the vessel was sealed. This resulted in the patient being converted to an open procedure. A swab on a stick was initially used to control the bleeding, followed by a thoracotomy to suture the vessel. When the specimen was removed, surgeon showed the sales representative what had caused a bleed and there was a large hole in vessel where the harmonic had sealed the smaller branch. Procedure was extended greater than thirty minutes. It is unknown how much bleeding occurred, however no blood products were given to the patient and there were no error messages received prior to the seal of the vessel bursting. The surgeon is very new to the harmonic device and does not believe a device deficiency with the ethicon harmonic device may have led to the vessel bursting. The patient's current status is unknown.